Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that myopotentials oversensing was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.